Event description:
Material no. 309605 batch no. 9060568 it was reported that before use of the bd 10ml syringe luer-lok¿ tip there was an issue with foreign matter a hair was found in a syringe. The following information was provided by the initial reporter: hair found in a syringe adapted during a fill that came from a syringe box from lot 9060568. The hair is currently in a wipe in a plastic bag.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 309605, batch no. 9060568. It was reported that before use of the bd 10ml syringe luer-lok¿ tip there was an issue with foreign matter a hair was found in a syringe. The following information was provided by the initial reporter: hair found in a syringe adapted during a fill that came from a syringe box from lot 9060568. The hair is currently in a wipe in a plastic bag.